Event description:
Customer reports low blood symptoms with blood glucose result of 234 mg/dl taken on the advantage system; he was taken to the hospital and blood glucose result 30 minutes later on hospital meter was 38 mg/dl. Treated with glucose IV and food. No quality controls were used. Requested return of suspect device and replacement was sent.